Manufacturer narrative:
Na.

Event description:
It was reported that there was a burning smell coming from the ventilator. The field service tech found a burnt component on the power board. No pt harm reported.